Event description:
It was reported that oversensing of noise was seen on the ventricular lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, and mandatory medwatch form was received.